Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was at 500 mg/dl at its highest and a bolus was delivered to address the high bg. As the occlusion alarms occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. The customer stated that after the alarm, the pump supplies would usually be changed.